Event description:
It was reported that the core console with integral irrigation pump displayed a bias current message when new rem b handpieces and cables are connected. The bias current message signals a condition occurred from which the device has the potential to cause unintended activation of another device.

Event description:
It was reported that the core console with integral irrigation pump displayed a bias current message when new rem b handpieces and cables are connected. The bias current message signals a condition occurred from which the device has the potential to cause unintended activation of another device.

Manufacturer narrative:
Product was not available for the evaluation.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.